Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Serial number and device manufacture date: the device serial number was unknown in the initial report; therefore, the device manufacture date was also unknown. Upon receipt of the device, the serial number was identified as (B)(4). The device manufacture date was updated to (B)(6) 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The contact¿s phone number and complete address were not provided. The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgery for a proximal humeral fracture using a multiloc humeral nail long, it was discovered that the drill bit device was rotating off-center when it was attached to the radiolucent drive device while being used with the compact air drive device. The reporter stated that the issue was observed when the distal fixation of the multiloc humeral nail long was being performed after the proximal fixation. It was reported that when the surgeon turned over the radiolucent drive device ¿power tool¿ for an activation check, they noticed the drill bit device was rotating off-center. According to the reporter, a second drill bit device was then installed because the surgeon thought that the shaft of the first drill bit device was bent. However, the second drill bit device was also rotating off-center to a lesser extent. It was reported that the second drill bit device (rotated less eccentrically) was used to complete the procedure. It was unknown whether the tip of the drill bit devices were bent or the axle of the compact air drive device was bent. There was no alleged malfunction against the drill bit devices and the compact air drive device. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not duplicated or confirmed. It was determined that the device passed all tests in the diagnostic assessment. It device was determined to be functional. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.